Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple no deliveries and motor error. The customer was assisted with motor error troubleshooting. The drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer reported receiving a motor position encoder error. The customer was assisted in clearing the alarm and performing a rewind. The customer was able to complete pump rewind. The alarm history contained more than one motor error within a 30 days period and multiple no delivery alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer added that on (B)(6) 2017 they experienced a high blood glucose level of 497 mg/dl due to the no delivery. Troubleshooting was declined. The customer's blood glucose was 267 mg/dl during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error alarm, excessive no delivery alarm or motor position encoder error alarm during testing noted. Motor passed motor test. Insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.